Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the drive manifold was defective on the cardiosave intra-aortic balloon pump (iabp) unit. To fix the issue, the fse replaced the drive manifold assembly. Unrelated, the fse also replaced a 9v daughter board battery, recorder paper roll and a damaged fiber optic connector, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) unit failed the drive manifold leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.